Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery of this implantable device was suspected to be depleting prematurely. The patient presented to the emergency room with tiredness, dyspnea and general body pain. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery of this implantable device was suspected to be depleting prematurely. The patient presented to the emergency room with tiredness, dyspnea and general body pain. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery of this implantable device was suspected to be depleting prematurely. The patient presented to the emergency room with tiredness, dyspnea and general body pain. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable based on product investigation results that are detailed as follow: supplemental 2: the returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: additional information was requested. The investigation will be updated should further information be provided.